Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effect of occlusion and treatment of surgical exposure are listed in the perclose proglide electronic instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an impella procedure. Reportedly, the suture was stitched to the back wall of the artery and the artery became occluded. An endarterectomy was performed as treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.